Event description:
It was reported that caller saw repeated messages to load cartridge after completing cartridge loading process several times over a few months, although specific details were not recalled. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, resumed insulin successfully, and issue was considered resolved with no further assistance required, while cause of problem remained unknown.